Event description:
Reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that the patient faced tape not sticking event on (B)(6) 2026. The infusion set has been in use for one day. No further information available.